Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a lobectomy, after the second firing of the reload across the bronchus the surgeon had difficulty removing the stapler from the tissue. The cartridge appeared to be stuck to the tissue. The reload was able to be removed and there was a unformed staple wedged in one of the pusher bars and sticking out. All other staples formed normally. The device had a poor staple formation during division of bronchus. After the second firing of the stapler across bronchus, the surgeon had difficulty removing the stapler from the tissue. Nothing additional needed to be done in order to complete the case. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two photographs. Photographic inspection of the complaint event noted that one staple remained attached to the staple cartridge after being applied. The staple was malformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Without the physical product our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.